Event description:
It was reported that the patient's caregiver reported that there was no power on the transmitter and the prongs were burnt possibly from a power surge though not confirmed. The transmitter was replaced. There were no patient consequences.

Manufacturer narrative:
The field complaint of the transmitter having no power and burnt prongs was verified. The visual inspection verified that the power plug on the alternating current (ac) power adapter was burned; no other damage present to the transmitter or to the ac power adapter (aside from the plug). The original ac power adapter was replaced to test the transmitter with a different ac power adapter . The unit was then plugged into a working ac electrical wall outlet and the power on function was performed successfully. Testing revealed that the burnt components on the ac power adapter¿s caused the merlin@home transmitter to not power on. The surge protection safety feature causes the power supply to stop functioning, making the unit non-operational. In conclusion, the transmitter functioned as it should once the burnt plug was replaced with the testing ac power adapter.